Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number were identified.

Manufacturer narrative:
The suspect device is not expected to return for investigation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the access sheath had to be removed from the patient because the coating of the access guidewire was collecting at the sheath valve. After sheath removal, the clear gelatinous material was flushed from the access sheath/sheath valve.